Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) conducted an initial review, requested additional details from the customer such as medication ID, user ID, date, and time to proceed with the investigation, attempted to contact the customer via phone but was unable to reach them, and sent a follow-up email. The customer later confirmed that no further issues were observed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurses observed that medications already removed for a patient at one station continued to appear as available for removal at another station. This behavior raised a patient safety concern, as it may lead to duplicate medication pulls for the same patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.